Manufacturer narrative:
One sample was returned. Functional testing revealed the stylet could be easily removed once the proper amount of water was added to lubricate the tube. Apparently, the user did not flush the tubing with water as advised in labeling. Step #9 of product insert gives instructions for proper handling of product. This problem is a result of the user failing to follow product instructions.

Event description:
Customer reports, after feeding tube was inserted, the stylet could not be pulled out. Required repeat insertion with a new feeding tube and another x-ray.